Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's battery cap on the insulin pump was damaged. Customer's blood glucose level at the time was 500 mg/dl. Treated with manual injection. Troubleshooting occured. Advised battery cap would be replaced.